Event description:
During a left profonda dilatation procedure, the catheter balloon ruptured. The catheter was removed and replaced with the same make. The procedure was completed using a third catheter of the same make with no pt injury reported.